Manufacturer narrative:
Section d6b - date of explant: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined though this evaluation. The submitted controller event log file contained events from (B)(6) 2025, per the timestamps. Intermittent low flow events were captured on (B)(6) 2025, with a several of these events associated with transient low flow hazard alarms. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. Toward the end of the file on (B)(6) 2025, flow continued to decrease resulting in a sustained low flow alarm beginning at 08:55:31, with flow reaching to 0.0 liter per minute (lpm) by 10:06:46. The pump was disconnected from external power at 10:07:08, followed by the disconnection of the driveline at 10:07:14 resulting in a pump stop. These events appear consistent with reported event of the patient's expiration. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed while the driveline was connected. Whether the patient's outcome was device or therapy related was not provided. A limited autopsy was to be performed; however, no results were provided. The pump was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to cardiac arrest. The patient was at home when emergency medical services (ems) was called for unresponsiveness, and cardiopulmonary resuscitation (CPR) initiated by ems. The patient was transported to emergency room and sustained multiple rounds of CPR and advanced cardiac life support (acls). The pump was showing low flows at 09:17 with pump stopping in emergency room after the patient passed away. Log files captured intermittent low flow flags and low flow alarms between (B)(6) 2025 at 9:57:51 and (B)(6) 2025 at 10:07:14. It was also noted that there were low power hazard and multiple other associated alarm types on (B)(6)2025 between 16:57:40 and 16:58:24 and again on (B)(6) 2025 between 21:35:46 and 21:36:30. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The log ended with power being removed and the driveline disconnected. The device was operating as intended as there were no pump speed issues in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.